Manufacturer narrative:
(B)(4). Results of investigation: the field service representative evaluated the unit and was able to reproduce the reported issue and determined the unit needs a replacement front panel. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen was freezing up while on a patient and they were unable to make any changes on the screen. It looks as though there is liquid inside of the screen. There was no harm, and the patient was placed on an alternate ventilator.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and determined to root cause to be due to a faulty front panel. The front panel was replaced and the touch screen calibrated where it was found to be meeting factory specifications.